Event description:
It was reported that the right ventricular (rv) lead was removed due to medical judgement and replaced with a new lead. The rv lead was returned to the manufacturer, analyzed and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the partial lead in segments was returned to the manufacturer and analyzed. The distal conductor was fractured, distorted and had blood/body fluid (not obstructed) and (overstress.) The outer insulation was breached (clavicle-rib crush) and there was blood/body fluid on the outer tubing overlay. The inner tubing and outer tubing was kinked/buckled. The outer tubing overlay has cosmetic environmental stress cracking (esc) and was torn. The outer insulation has cosmetic depression and the helix/lobe was distorted/bent. There was tissue on the helix.